Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery using multiple cartridges. There was no reported adverse impact to customer's blood glucose. Customer reverted to an alternate method of insulin therapy.